Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was alleged that the ¿femoral artery ruptured during mako tka surgery post-operatively. Leg amputation.¿ on (B)(6) 2021, the sales rep confirmed that the patient underwent an ¿above knee amputation.¿ he also noted that the rupture ¿was not caught until post operatively. It is not known when the rupture occurred.¿ the sales rep did not know what caused or contributed to the rupture. On (B)(6) 2021, the mps present in the surgery indicated ¿nothing occurred intra-operatively that brought any of our attentions (pa, dr, myself, and rep) to the ruptured artery. It appeared to have been an extra articulate bleeding matter.¿ additional correspondences from the sales rep on november 12, 2021 and november 19, 2021, indicated that the patient underwent vascular surgery and a fasciotomy sometime between (B)(6) 2021 and (B)(6) 2021. On (B)(6) an I&d of the knee and wounds was performed to address the open wounds and put new would bags on. The surgeon also went into the joint space to clear out the hematoma that had formed in the compartment. The extra articular bleed was above the joint space, not in the joint. The amputation occurred after (B)(6) 2021. Note: this pi has been opened to document the extra articular bleeding.